Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 30may2019. The manufacturer¿s field service engineer (fse) replaced the da (data acquisition) printed circuit board assembly (pcba) and solenoid 3, and solenoid 4 as preventative measure to address the reported problem. The unit successfully passed the required performance verification test. A data acquisition (da) pcba was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the data acquisition (da) pcba revealed no damage or contamination. The test ventilator did power up from alternating current (ac_ and deliver breaths, post was executed 15 times without generating any failures, and no error codes were generated. The data acquisition (da) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The manufacturer's field service engineer (fse) did perform run-in and cycle power on/off but couldn't duplicate the reported problem, however, the unit did log code 110b numerously. The manufacturer¿s field service engineer (fse) replaced the da (data acquisition) pcba and sol 3, and sol 4 as preventative measure to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error code "proximal pressure sensor autozero failed." (E/c 110b). The device was not in use at the time of the reported event; therefore, there was no patient involvement.